Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device did not secure to swivel and had air leaking from swivel. During in-house engineering evaluation, it was observed that the device had corrosion on the housing and overheated. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had loose swivel assembly, air leaking from the swivel, corrosion on the housing and was overheating. Therefore, the reported conditions were confirmed. It was determined that the cause of the loose swivel assembly and air leaking from the swivel was due to a visible lack of loctite applied to the swivel and threads on the motor housing. It was determined that the corrosion and heat were caused by improper cleaning, immersion during cleaning. The assignable root cause was determined to be due to improper assembly during manufacturing and user error, abuse and possibly misuse. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.